Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: · stock review: after reviewing the stock, it was verified that units of this product code and lot number are not currently available. · quantity produced / imported: proceed to review the traceability and verify that of this batch and product code, a total of (B)(4) units were imported. · distributed quantity: all imported units were distributed to (B)(4). · background: reviewed the database of complaint and verified that to date, we do not have reports of incidents that are related to this product code, batch number or cause. · batch record / batch record: the documentation corresponding to the manufacturing of the batch was reviewed and verified that the batch had a normal process, no deviations or changes during production are identified. · results for batch release: the analyzes performed for batch release, in terms of tensile strength in the knot, met the requirements required for this type of suture. Analysis of the sample (s): have not received any samples and do not have any available units, it is not possible to carry out an adequate investigation that can lead to the cause of the possible nonconformity reported for the batch number. In this case a retrospective review of the batch is carried out; (manufacturing and traceability reports of claims related to the lot in question). The documentation for the batch manufacture was reviewed and showed no deviation or alteration during the process. Information has been entered in our database of tecnovigilancia and will be included in our trend analysis of this product line. Conclusions: the claim is determined as "unconfirmed", as the absence of the sample subject to the claim, it is not possible to reach a conclusive conclusion about the incident presented. Actions: no corrective or preventive action is taken in this regard, as it was not possible to determine the cause of non-compliance. Device not returned.

Event description:
Country of complaint: colombia. It was reported that the thread was fraying and the thread broke.